Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Additional information]: modified information was received on 27-nov-2023. Per the modified information, the severity of the adverse event vasospasm mca-m1 was updated from ¿mild¿ to ¿moderate.¿ the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Additional information]: modified information was received on 18-oct-2023. The information was reviewed. The adverse event term "vasospasm" has been changed to " vasospasm mca-m1.¿ there is no new information that alters the previous file type determination, coding, and/or reportability determinations. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, race, and ethnicity were not provided. Section e.1: the name, phone and email address of the initial reporter are not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (23c207av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. There was no device performance issue or device malfunction reported during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Vasospasm is a known potential complication associated with the use of the embotrap iii device and is listed in the instructions for use (IFU) as such. Since the event occurred on the same day the embotrap iii device was used, the relationship between the reported vasospasm and the device cannot be ruled out. Additionally, the event required medicinal treatment. Based on this information, this event meets us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The event was reported via the excellent study, the 72-year-old male patient with a history of atrial fibrillation and hypertension presented with a witnessed stroke on (B)(6) 2023. At the time of the stroke, the patient was an in-hospital patient. The patient was transferred to the treating hospital on the same day. Intravenous tissue plasminogen activator (tpa) was not administered at the time of stroke presentation. The suspected origin of the embolism was ¿cardioembolic.¿ the patient¿s baseline nih stroke scale (nihss) score was 23 and modified rankin scale (mrs) score was 0. On the same day, (B)(6) 2023, the patient underwent an endovascular mechanical thrombectomy procedure. The pre-pass modified thrombolysis in cerebral infarction (mtici) score was 0. The first and only pass was made with a 5mm x 37mm embotrap iii revascularization device (et307537 / 23c207av) was delivered via a phenom¿ 021 microcatheter (medtronic) to the target occlusion at the right m1 segment of the middle cerebral artery (mca) with a 5-minute incubation time. The post-pass mtici score was 3, a complete reperfusion of the vessel, with clot retrieval in the stent retriever. A guidewire (unspecified brand), a bobby¿ balloon guide catheter (microvention), and a sofia¿ flow plus catheter (microvention) were also used in the first pass with the embotrap iii device. There were no reported intraoperative study device deficiencies. 24-hour post-procedure nihss score was 6. The patient was discharged to a rehabilitation center on (B)(6) 2023 with a nihss score of 2 and a mrs score of 2. The patient reportedly experienced a vasospasm on the day of the procedure. The principal investigator (pi) assessed this event as mild, not serious, possibly related to the study device, and possibly related to the primary procedure. The patient was given medication (name and dosage was not documented in the case report form (crf)). The patient recovered on the same day; the end date was documented as (B)(6) 2023. On 01-aug-2023, additional information was received. The information indicated that it was an intra-operative vasospasm that lasted 10 minutes. The medication administered to the patient to treat the vasospasm was nimotop (nimpdipin 2mg/l) 0.4mg.